Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a device replacement. It was noted that the consumer implantable neurostimulator (ins) was replaced in (B)(6) 2017 due to end of service. Since replacement, the consumer presented with a loss of efficacy. The modifications of regulations did not allow to improve the situation of the consumer. The controls made on the ins showed no anomaly of functioning. The electrode was perfectly honorable. The hcp replaced the ins by thinking it could come from the system. It was noted there were no technical elements showing an anomaly on the ins, but prefer to make analysis of the system. No factors were noted to have led to the reported event. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) found no anomalies that were identified. Fdc 71 pertains to the implantable neurostimulator (s/n: (B)(4)). Fdm 10, 23, 26, 38 and fdr 213 pertain to the implantable neurostimulator (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.